Manufacturer narrative:
The device was returned for analysis. Upon device interrogation, normal communication was established. After decontamination, visual inspection was performed and found body fluid in the header. The device was above the elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage output functions were tested and found to be normal. No other anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-36418, 2017865-2021-36417. It was reported the patient presented in clinic due to a hematoma of their device pocket. The patient's implantable cardioverter defibrillator, atrial lead, and right ventricular lead were explanted without issue. The patient was stable throughout.